Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient received an inappropriate shock due to double counting that resulted in the patient becoming induced into ventricular fibrillation (vf). However, the device successfully converted the patient with an additional shock. This device was reprogrammed for therapy optimization and is currently still in service. No adverse events.